Event description:
It was reported that the patient had an increased pain and one of the leads was having high impedances. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted leads will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7073490.